Event description:
At one year follow-up, high threshold was observed. X-ray revealed a probable micro-dislodgement on the ra and rv leads. The ra lead was repositioned, and the rv lead was explanted after repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.